Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the clinical study, post-operatively, the patient had hypoxia in setting of severe fluid overload and acute on chronic heart failure with reduced ejection fraction. The patient was hospitalized for 11 days. The patient was recovering. The related assessment was unlikely with the device. There was no patient injury.